Manufacturer narrative:
(B)(4) for the reported issue of center image loss. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a fuse 1c colonscope was used during a procedure on an unknown date. According to the complainant, during the procedure, the center image was lost on both the monitor and the fusepanel. Both displays showed a white image. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.